Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-07530, 07532. It was reported the pt had no stimulation for the last month. In addition, the pt reported swelling and discomfort at the ipg site. The sjm rep offered to meet with the pt for reprogramming, but the pt declined and was seeking to have the scs system explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.